Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a possible micro-dislodgement at the left-bundle branch. This caused intermittent bundle capture and max output which caused some battery concerns. Upon further investigation, the battery depletion of the system was confirmed to be normal. The patient also exhibited a brady cardia arrhythmia. The lead was replaced with a lead placed at the rv apex. The explanted rv lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a possible micro-dislodgement at the left-bundle branch. This caused intermittent bundle capture and max output which caused some battery concerns. Upon further investigation, the battery depletion of the system was confirmed to be normal. The patient also exhibited a brady cardia arrhythmia. The lead was replaced with a lead placed at the rv apex. The explanted rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.